Event description:
The reporting surgeon provided the following add'l info. The vascular surgery performed on the pt was a femoral to distal bypass graft of the left for a gangrenous left toe. The five-hour procedure was performed under general anesthesia with the pt in the supine position. The pt had no complaints on awakening from anesthesia. Later that night, pt complained of tearing and loss of vission in the right eye. An ophthalmology consult was obtained, funduscopic exam was consistent with severe ischemia. The postulated cause of the ischemia was temporary increase in intraocular pressure due to administration of nitrous oxide in the presence of an intraocular c3f8 gas bubble. The c3f8 gas bubble had been injected as an office procedure for management of retinal detachment approximately two weeks prior to the surgery.

Event description:
A surgeon reports that two of three weeks following a procedure where perfluoropr0pane (c3f8) was used, a pt underwent vascular surgery where nitrous oxide was administered. The pt's intraocular pressure increased. Currently, the pt has no light preception. Note: a perfluoropropane (c3f8) gas bubble remains in place for approx five weeks. The directions for use (dfu) state that nitrous oxide should not be administered during anesthesia when a gas bubble is in place. Nitrous oxide can rapidly equilibrate with the gas, expand and raise the pressure in the eye.

Event description:
Add'l info provided by a rn from the user facility indicates the pt had undergone a vitrectomy on 3/8/00. The pt had preoperative histories taken by two separare anesthesiologists. Both anesthesiologists asked the pt if he had undergone any eye surgeries and he replied, "no".